Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), embedded device ('the end of the coil is embedded within the myometrium of the uterine fundus') and basedow's disease ('grave disease') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Concurrent conditions included endometriosis since (B)(6) 2018 and gallbladder sludge since (B)(6) 2016. Concomitant products included colecalciferol (cholecalciferol) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia/ menorrhagia(heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced mood swings ("mood swings/ hormonal changes") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating/ gi conditions"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraines/ headaches"), nausea ("nausea") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia((inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced rash ("rash on back/ legs/ breasts/abdomen/allergy - rash/skin condition"). In (B)(6) 2016, the patient experienced anxiety ("anxiety/ psych injury") and depression ("depression/ psych injury"). In (B)(6) 2016, the patient experienced feeling abnormal ("brain fog"), amnesia ("memory loss") and tinnitus ("tinnitus"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and cyst ("cysts"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, basedow's disease, migraine, nausea, mood swings, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, rash, cyst, feeling abnormal, amnesia, tinnitus, abdominal distension, bladder disorder, urinary tract disorder and headache outcome was unknown and the pelvic pain, back pain, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, basedow's disease, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tinnitus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Received treatments for events- grave disease, uti, anxiety, depression, cysts, perforation(fallopian tube), dyspareunia, apareunia, back pain, pelvic pain, abdominal pain, menorrhagia, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, nausea, weight gain, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.6 kgs. Hysterosalpingogram - on (B)(6) 2016: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : events added- bladder disorder, urinary tract disorder, headache. Verbatim ¿gi conditions¿ clubbed with event ¿bloating¿. Verbatim ¿hormonal changes¿ clubbed with mood swings. Outcome of events ¿dyspareunia, apareunia, back pain, pelvic pain, dysmenorrhea, abdominal pain¿ updated to ¿recovered / resolved¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), embedded device ('the end of the coil is embedded within the myometrium of the uterine fundus') and basedow's disease ('grave disease') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Concurrent conditions included endometriosis since (B)(6) 2018 and gallbladder sludge since (B)(6) 2016. Concomitant products included cholecalciferol (cholecalciferol) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraines/ headaches"), nausea ("nausea") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia((inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced rash ("rash on back/ legs/ breasts/abdomin"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2016, the patient experienced feeling abnormal ("brain fog"), amnesia ("memory loss") and tinnitus ("tinitis"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and cyst ("cysts"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, basedow's disease, pelvic pain, back pain, migraine, nausea, mood swings, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, rash, cyst, feeling abnormal, amnesia, tinnitus, dysmenorrhoea, dyspareunia, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, basedow's disease, cyst, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tinnitus, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Received treatments for events grave disease, uti, anxiety, depression, cysts, perforation(fallopian tube). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.6 kgs. Hysterosalpingogram on (B)(6) 2016: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: case become incident, previously reported event injury to herself was deleted, newly added events- perforation (fallopian tubes), grave disease, pelvic pain female, back pain, migraine, nausea, mood swings, vaginal discharge, fatigue, weight gain, hair loss, vaginal bleeding, menorrhagia, uti, apareunia((inability to have sexual intercourse), anxiety, depression, rash on back/ legs/ breasts/abdomen, cysts, brain fog, memory loss, tinnitus, dysmenorrhea (cramping), dyspareunia( painful sexual intercourse), bloating, abdomen pain, product indication were updated and essure removal date was added, reporter was added, consumer date of birth, weight was added and address were updated, lab data was added, medical history and concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.